Event description:
The customer reported they were seeing random pacer spikes in the st segment at the central nurse's station (cns). There was no patient injury reported.

Manufacturer narrative:
The customer reported they were seeing pacer spikes in the st segment at the central nurse's station (cns). There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 03/27/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 03/31/2026 I called will to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for will to call me back with this information. Attempt # 3: 04/06/2026 I called will to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for will to call me back with this information.